Event description:
It was reported that the small battery driver worked intermittently. There was no patient involvement. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months has been reviewed. The item was previously returned for service on 28-jun-2013 due to grinding noise. A service request for this item was called in on 2-oct-2013 for intermittent operation. The previous service condition of grinding noise is not relevant to the current complained issue of intermittent operation. (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment not for diagnosis. The part was returned and visual inspection noted blemishes on the housing. A review of the device history record could not be completed, the DHR is not available as device is older than 12 years. As a result the DHR review is deemed indeterminate. The reported issued could not be confirmed, the device was tested and the issue was not duplicated. This complaint is considered invalid.